Manufacturer narrative:
Insulin pump was received with missing reservoir retainer, missing reservoir tube o-ring, minor scratched lcd window, and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Act.

Event description:
It was reported that the insulin pump's plastic ring came off the insulin pump. Customer's blood glucose level was 3.2 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.